Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin the t:slim g4 user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis(dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (280 mg/dl). The customer delivered bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed. The customer declined to check infusion set site. Reportedly, the customer reuses cartridges and pulls insulin out of old cartridges to fill new cartridges. The customer was educated to not reuse or refill cartridges and to not mix old insulin with new. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.